Manufacturer narrative:
(B)(4). H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor tip broke. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3, b4, b5, d4, g3, g6, h2, h3, h4, h6, h11. Visual examination of the returned product identified signs of repeated use and wear. The impactor pad epoxied on at the time of manufacture alleged to have fractured was not returned with the device. Further analysis could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.